Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer called in for assistance on how to use the meter. After running the test, the customer ran a blood test and the result was lo. (Non fasting). Before running test customer stated she had a donut and orange juice. She ran another test and the result was 93mg/dl (non fasting). The customer just got the meter today, she stores meter and strips in her living room. Customer stated that she is pre-diabetic and does not know what range she is supposed to be. She stated that she was feeling a little light headed but does not need any medical attention at this time. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 93 mg/dl, (B)(6) 2016, fasting: no. Lo mg/dl, (B)(6) 2016, fasting :no.